Event description:
It was reported by the affiliate prior to an unknown procedure that after opening the instrument, assembled and try to do test. The instrument did not test. It was not used on a pt, a new one was opened. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.